Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited primary audible alarm. No adverse effects were reported.

Manufacturer narrative:
H10 ?device evaluation: one medfusion pump was returned for investigation in used condition. The top case was cracked on the left corner and the bottom case was cracked by the l-bracket. A review of the event history log (ehl) evidenced the reported primary audible alarm (paa). The paa was not reproduced during functional testing however. The customer reported product problem (paa) was therefore verified on the basis of the ehl finding. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventive measure. The pump underwent additional preventative maintenance. The pump subsequently passed all the functional tests.